Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. A kink and a hole were observed in the lap joint from femoral marker to the distal end. Water leaked from the lap joint during flushing the catheter. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 01apr2016. It was reported that lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross imaging catheter was used to view the unspecified target lesion. However, it was noticed that lost image occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a hole in the lap joint from femoral marker to the distal end.